Event description:
A customer reported to beckman coulter, inc that multiple false glucose modular (glum) results were generated by the synchron lx20 clinical analyzer. The results were not reported out of the laboratory. The samples were retested and the retested results were issued. Quality controls were within specification prior to and after the event. There are no reports of any adverse events or changes to the patients' care or treatment. A beckman coulter field service engineer (fse) was dispatched to the site to evaluate the instrument.

Manufacturer narrative:
A beckman coulter field service engineer (fse) visited the site and examined the system. The engineer removed and replaced the entire glucose module. Service activity performed is verified to meet the specified requirements per established procedures. Results meet published performance specifications.